Manufacturer narrative:
This is a duplicate MDR of MFR report #: 3006630150-2013-02357.

Event description:
A report was received that the patient was experiencing pain at the generator site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain at the generator site. The patient will undergo a pocket revision.